Event description:
On (B)(6) 2024, a patient in the united states underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In dec2024, the patient had issues with the stoma site; the stoma site was tender with a reddish-brown sludgy discharge and the patient was applying bacitracin antibiotic gel. On (B)(6) 2025, the patient visited the emergency room (ER) for the stoma site issues and a urinary tract infection (uti) and was prescribed cefpodoxime oral antibiotic to treat both her uti and the stoma site.

Manufacturer narrative:
The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.